Event description:
Boston scientific crm received information that this dextrus lead was explanted two days post implant, due to no capture and dislodgement. A new lead was implanted without further incident.